Event description:
On (B)(6) 2005, the patient underwent treatment of an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses. On (B)(6) 2015, follow-up imaging identified a suspected proximal type I endoleak and a 6.2 cm aneurysm. On (B)(6) 2015, follow-up imaging show the aneurysm had enlarged to 6.5 cm. It was reported the trunk-ipsilateral leg component was initially implanted in 2005 with adequate seal (within IFU) in the proximal neck, but the aneurysm disease progressed proximally over time resulting in the lack of circumferential device apposition. Further, it was noted that thrombus had begun to build up between the device and the proximal aortic wall, further compromising seal. On (B)(6) 2015, an additional procedure was performed to treat the proximal type I endoleak. An aortic extender component was implanted for proximal extension. Final angiography showed resolution of the endoleak, and the patient tolerated the procedure.

Manufacturer narrative:
Concomitant medical products: the patient's medications include lovastatin, warfarin, metoprolol and tamsulosin. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.